Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 3 (active state). There was no watermark observed at the base of the tail (indicating that the sensor was never inserted), therefore this complaint is not confirmed to tail not properly inserted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor on the same day of application. The customer was unable to monitor glucose and experienced loss of consciousness, however, reported being able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.